Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached at the quick release when she woke up. The site location was her left lower abdomen and the pump was worn in her bra right in the middle. The patient stated, detachment might had occurred overnight as she woke up with blood sugar of 210 mg/dl. The infusion had been in use for 1 day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.